Event description:
A consumer implanted for non-malignant pain and failed back surgery syndrome reported therapy helped a little in the beginning, but in (B)(6) of 2015 it stopped helping, symptoms started getting worse, and in 2016 a jolting sensation started. The manufacturer's representative (rep) tried making adjustments twice, but it didn't make a difference and the jolting continued. As a result the consumer turned the implantable neurostimulator (ins) off and the entire system was taken out on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.